Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a bad hard drive. The fse reported this resulted in a no boot situation. There are no reports of patient injury or death associated with this event.